Manufacturer narrative:
The autopulse platform displaying an error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review but not during initial functional testing. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. The platform is working as intended for use. Ua 41 indicated that the temperature of the patient contact surface exceeds 45 degree celsius for more than five minutes (triggers temperature sensor near battery bay). The ideal device storage temperature should be around from -20 to 65 degree celsius (without batteries). The storage and shift check conditions are not known; however, factors such as ambient storage condition (e.g., fire truck in the sun) or soft surface that may block air vents are known to cause ua 41 in rate cases. As a precautionary measure, the temperature sensor and power distribution board were replaced. During visual inspection, short and black overs were found damaged. The autopulse platform is a reusable device. The autopulse platform was manufactured in 2012 and is 6 years old, beyond the expected service life of five years; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data indicated multiple error message user advisory (ua) 41 on the customer reported event date of (B)(6) 2018. The platform passed the initial functional testing without any issues. Verified fans (blower) are working as intended. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The short and long black cover were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaints for autopulse sn (B)(4) displaying an error message ua 41 reported on (B)(6) 2016 ((B)(4)). The defective temperature sensor was replaced to remedy the issue.

Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform (sn(B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure). No patient involvement was reported.